Event description:
It was reported that pump declared altitude alarms while insulin delivery was suspended, and speaker holes on back of pump were obstructed. There was no adverse impact to the customer's blood glucose level. Customer removed obstruction, cleaned speaker area, reloaded cartridges as instructed, and waited for moisture to evaporate, after which insulin delivery successfully resumed and pump returned to normal operation; technical support advised that pump was likely exposed to condensation or humidity, provided prevention tips, and closed case after customer confirmed issue was resolved.